Event description:
It was reported within a week of the pacemaker implant, the patient had chest pain and went to the emergency department. An echocardiogram discovered pleuro and pericardial effusion. The cat scan (CT) showed the ventricular lead had perforated the right ventricle. The patient under went a thoracotomy to plug the hole and have an epicardial lead placed. The transvenous lead was removed and will be retained by the hospital. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.